Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was not feeling well and the hospital was concerned about device's ability to support the patient. An echocardiogram (echo) performed showed that the left ventricle (lv) was not decompressing and the aortic valve appeared to be opening with every beat and the patient was observed to have palpable pulses. The pump parameters reportedly appeared normal and the waveforms and log files were unremarkable. Later, while the patient was being evaluated at the hospital, it was reportedly noted that the pump power levels were lower than the programmed pump speed per the manufacturer's specifications and as a result, the hospital staff suspected that the lvad was occluded on the inflow side. The patient was subsequently successfully transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Examination of the pump revealed tissue adjacent to the apical sewing ring that had grown across the entry to the inlet tube. Our evaluation of the device did not reveal any adhered deposition or thrombus formations in the lumen of the inlet tube, the interior of the inflow polyester graft or the textured blood-contacting surface of the inlet elbow. A close examination of the inflow graft conduit revealed two small kinks distal to the titanium ring. The tissue growth present on the distal edges of these kinks indicated that the kinks were present during pump operation; however, these kinks did not appear large enough to have obstructed blood flow to the pump. Although there were no abnormalities of the outflow graft or the pump itself, the observed tissue growth across the entry to the inlet tube would have affected blood flow to the device resulting in the reported poor flows and the lower than expected power consumption for the programmed speed. The exact cause of the obstruction across the inlet tube could not be conclusively determined. A trend analysis was performed and no trend was identified. No further information is available. The manufacturer is closing its file on this event.